Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 4313.1 mcg/ml fentanyl at a dose of 1724.1 mcg/day and 21.5 mg/ml bupivacaine at a dose of 8.594 mg/day via an implantable pump for non-malignant pain. It was reported that the patient went through withdrawal and went to the emergency department (ed). They filled the pump reservoir with saline. The expected residual volume was 3 cc and the actual residual volume was 0 cc. The pump was left programmed to the current medication rate instead of programming it to minimum rate mode, which is what they were supposed to do per the representative. The patient then had the pump refilled at the clinic later that night, so there was seven hours of saline delivery per the representative. The representative was inquiring how this could have occurred, if the saline had already been delivered. The hcp was going to perform a catheter dye study. Additional information was received on 2017-jan-13. The results of the dye study showed the catheter was good. There were no actions or interventions performed. They were going to continue to monitor the patient. The cause of the overinfusion was not determined. The overinfusion and withdrawal had been resolved.